Manufacturer narrative:
No product has been forwarded for eval; inconclusive. A lot history review reveals no mfg issues and no similar complaints for this lot.

Event description:
Pl 11/1/93 for chemo. A few days after placement, pt began vomiting & got hiccups which lasted for 34 days. The port was removed & symptoms subsided. A culture done which showed bacteria on the catheter.